Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esthetic surgery on eye lids, the unit had arcing while in fulguration mode and the handpiece had flames in which the eyebrows have been affected by electrical arcs, but without burns on the skin.